Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 4.00x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 53cm distal to the distal strain relief, and a hypotube kink located 8.8cm distal to the distal strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27may2019. It was reported that shaft kinked and crossing difficulties were encountered. A 4.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion and the delivery shaft was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.